Event description:
It was reported to philips that the system was having issues with storing images. The device was in clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) visited the site and recreated the image storage. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a vascular diagnostic procedure which was completed as planned. A philips remote service engineer (rse) examined the system remotely and confirmed that there were storage issues with the system that could impact imaging. To resolve the issue, fse went onsite and recreated the image store. After recreating the image store, the system returned to use in good working order. The codes were updated based on the investigation outcome.